Event description:
Follow up information received reported that no additional ablation procedure was performed and it was unknown if the implantable neurostimulator (ins) was turned off at the first ablation procedure. The ins and lead were replaced on (B)(6) 2013. The patient was reported as doing fine but it was unknown at this point if new system was providing successful therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28 lot# va06yau, explanted: 2013 (B)(6); product type lead.

Event description:
Additional information received reported that there were no patient injuries and that the outcome was recovered without sequelae. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had radiofrequency (rf) ablation ¿last month¿ and lost all control of her urinary symptoms. The patient had a loss of stimulation and therapeutic effect with less than 50% therapy relief. It was believed that the rf ablation the patient had over her lumbar area was the cause of the issues. Reprogramming was tried with no success and impedances were normal. An x-ray showed no change from the implant pictures. The patient needed another rf ablation and will have that done first before the doctor replaced the stimulator and possibly the lead if necessary. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the potential cause of the event was radiofrequency lumbosacral ablation. There impedances were normal. The impedances were normal. It was unknown if the issue was due to the implantable neurostimulator (ins) or lead. An x-ray was taken on (B)(6) 2013 and they were normal, there was no lead change. The ins and lead were replaced on (B)(6) 2013. The patient symptoms related to the event were a return of symptoms and difficulty voiding (retention). There was no required hospitalization or patient injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va06yau, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found no anomaly. Analysis of the lead, lot #va06yau, found its body stretched. There was no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.